Manufacturer narrative:
The distal set up joint (suj) was returned for failure analysis and the reported problem was confirmed and replicated. In the system logs, error 1173 was found indicating searchlight encoder error thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered a pot to encoder error 23008 at startup and had multiple log errors including 23008, 23155 and 26015. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed searchlight tornado lissajous tests with log error 1173 thus replicating the reported event. It was installed on a golden searchlight assembly, aba tested and verified it to be the source of the fault. As a result of these findings, failure analysis concluded that the searchlight sensor pca was found to be the root cause of the reported problem. The universal surgical manipulator (usm) was returned for failure analysis and the reported 23907 error was confirmed in the system logs, but not replicated during failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto the golden system with no errors or faults triggered related to the reported problem. The unit was then tested on the pftp and was able to pass all failure analysis tests including the imu sensor. Around the time of the complaint, field error logs confirmed multiple error 23907, which relates to the imu. Based on these findings, failure analysis concludes that the potential root cause could be the axes controller spar (acs). The proximal suj was returned for failure analysis and the reported issue was not confirmed nor replicated. In the system logs, encoder errors 23002 and 23907 were found on the suj distal and usm respectively, but not on the suj proximal in question. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was also installed on a pftp where it passed all relevant tests with log error 32100 indicating IV monitoring error. In summary, failure analysis was unable to determine the root cause of the reported event but from our investigation, the acu pca is consistent with the findings and considered the potential root cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3, however the system faulted with a 319 error pointing to usm 3. After troubleshooting with technical support and removing and installing usm 3 multiple times, the issue did not resolve. After usm 3 and 4 were swapped, the error cleared. Furthermore, pce boards 2 and 3 were swapped to help diagnose the issue and were left swapped. After the 319 error code was cleared, the original error 23907 still remained on the system. It was determined that the issue was being caused by proximal set up joint (psuj) 3. A new psuj was installed, however during programming, the fse could not identify the psuj node or see the part in general via the logs. It was then discovered that a few of the leds on the vertical acu board were not illuminated, including the hirose fiber. After additional troubleshooting with dvstat, it was determined that this new psuj was dead on arrival (doa). After installing the second new psuj, the fse again was unable to recognize the psuj nodes when going to program. Error logs also showed 40067 and 17 error codes. After further troubleshooting using the fiber bypass kit, it was confirmed that this second psuj was also doa. The psuj was then replaced a third time. The third psuj was able to be programmed, however the workflow stopped and failed at the "usm 3 encoder verify" test and stated that a usm 3 replacement was required. After duplicating the test failure, it was discovered that the usm tests had passed, however the tornado tests had actually failed. Technical support confirmed this diagnosis and recommended a distal set up joint (suj) replacement. The distal suj was replaced on the system, however when going to program the new part, there were several messages displayed stating it "could not initialize node ID ac_3b." After several hours of troubleshooting alongside technical support, the new part was able to be programmed, and the remainder of the workflow was completed. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, universal surgical manipulator (usm) 3 stopped working. The technical support engineer (tse) reviewed the logs and identified faults 23907 and 26024 for the usm. The customer attempted to recover usm 3, but it continued to fault. They managed to complete the case using the other three system arms and proceeded with another case using only those system arms. After the last case, they power cycled the system, and the fault did not reappear. The procedure was completed as planned with no reported injury.